Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found insulation resistance was out of standard due to damage on the insertion pipe, the bending section rubber was scratched, the adhesive on the bending section rubber was chipped, the bending angle in the up direction was out of standard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had a b30 scope communication error. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported b30 scope communication error issue could not be determined, however, the issue was likely the result of damage to the image sensor unit (disconnection, etc.) Or printed circuit board component failure due to repeated use stress, external factors, or handling. The event can be detected by following the instructions for use which state: "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". ¿inspection of endoscopic images¿ ¿check if normal light observation images and nbi observation images are displayed normally¿. ¿1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities¿. Olympus will continue to monitor field performance for this device.